Event description:
During the evaluation by stryker service, the device overheated and the bur wobbled. There was no associated procedure, no delays, no medical intervention, no patient involvement and no adverse consequences reported.